Manufacturer narrative:
April 20, 2009. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2009, inratio: 2.2; lab: 4.7, mean: 3.45, confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009, inratio: 2.2, lab: 4.7. Customer said she repeated test, and received another 2.2, fs and lab draw occurred within 10 minutes, no changes in patient diet or other identifiable interference.